Event description:
New information received notes that there were no patient consequences.

Event description:
New information received notes that the right ventricular (rv) lead was explanted and replaced. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular (rv) lead exhibited low defib impedance which resulted in a charging problem and failed to deliver a successful shock for ventricular tachycardia and fibrillation. The implantable cardioverter defibrillator (ICD) then automatically switched the shock configuration, and ultimately delivered a successful shock. Programming changes were performed. Patient condition is unknown.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. No intervention was performed. Patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received yet.